Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event for central regurgitation was unable to be confirmed due to unavailability of relevant imagery/medical records. As such, available information suggests procedural factors (under-expansion) may have contributed to the event as post-dilation was performed in an attempt to resolve the severe central regurgitation observed, which indicates that under-expanded thv may have been suspected. Deploying the valve using less than the prescribed volume may result in inability for the valve leaflets to properly function. The decrease in valve diameter due to lack of deployment volume may result in a gap between the valve leaflets preventing the valve from fully closing. Under expanding the valve may also prevent the valve leaflets from fully opening and allowing proper ejection fraction. Lastly, shape of existing landing zone (valve/ring, non-circular annulus, bicuspid patient, etc.) May result in under deployment of the valve. The valve must be fully deployed for proper function. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral valve in valve tpvr procedure with a 26mm sapien 3 valve in a pre-existing surgical valve, an angiogram was taken post deployment, and severe regurgitation was observed. After ballooning the valve post-implant, a tee revealed a severe central leak. The patient underwent a valve in valve in valve procedure with a second 26mm sapien 3 valve. Angiogram revealed trivial regurgitation and the sheath was removed.